Event description:
There have been reported problems with the bd alaris pump infusion set back check valve set # (B)(4). The issues are of the tubing breaking off or bulging at the site of the connector. IV fluid was leaking from blue top part that connects into pump. Amicar running at 43.3 ml/hr. There has also been a report of an unk black substance in the drip chamber. FDA safety report ID# (B)(4).